Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported during the procedure, contact 3 was open and after testing each component of the system multiple times with the tablet and 8840, verifying connection points, drying/cleaning, and ensuring it was seated fully at the connection points, the extension was isolated as the problem. No know factors were thought to have contributed to the failure. A new extension was opened and replaced the one in question, resolving the open contact. The issue was resolved at the time of the reported and all impedances were normal. The patient was alive without injury at the time of the report. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was not a part of a clinical study. There were no further complications reported.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), product type: extension; extension (serial# (B)(4) ): (B)(4). Analysis of the extension (serial# (B)(4) ) revealed the conductor was broken 2.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.